Event description:
The device was used during a laparoscopic procedure. Reportedly, the scope visibility was not clear. The surgeon was able to complete the procedure with the device. The hosp has reported no pt injury occurred.